Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for the superior vena cava (svc) impedance for the right ventricular (rv) lead. The svc coil impedance was high/undefined. A lead integrity alert was triggered due to high rate non-sustained episodes and sensing integrity counter (sic). There was noise noted on the tip to ring egms (electrograms). A possible lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.